Event description:
It was reported that the pump alarm had been going off since (B)(6) 2014. The patient stated they had no medication left and they had been going through withdrawals ever since ¿last tuesday¿ ((B)(6) 2014). The patient stated dissatisfaction with their healthcare professional (hcp) service. The patient stated that he had an appointment on (B)(6)2014 and says that a manufacturer¿s representative was supposed to show up at the hcp office to turn off the alarm on the pump, as it had been alarming every half hour but indicated the manufacturer¿s representative did not show. The hcp had tried to turn the pump off, but later discharged the patient and would not fill the patient¿s pump. The patient had an appointment with another hcp on the day of this report and requested a manufacturer ¿s representative be present. The patient said that this doctor was going to remove his pump but he doesn¿t know when. The patient called later seeking information regarding the manufacturer¿s representative and was escalated, but disconnected the call stating he wasn¿t helped at all. The pump was used to infuse dilaudid (hydromorphone). No outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was removed in (B)(6) 2015, and the patient had been having issues since that time. The patient was feeling a lot of pain that he did not have when he had the pump in. The hcp reportedly removed the pump and catheter because the patient was having issues with the hcp that was refilling it, who refused to refill the pump in (B)(6) 2014 (as previously reported). The previously reported withdrawal symptoms were further specified as headaches, and a return of back and lower extremity pain. The patient had been working with an hcp about getting a new pump. The patient was redirected to talk with his hcp at his upcoming appointment about next steps with the pump implant.